Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was inserted into the femoral vein. However, while applying 1/2 turn knob on the sgc, an abnormal noise (snapping) occurred, and it was no longer possible to exert the slightest curvature on the sgc. It was noted that a cable break was suspected. Therefore, the sgc was removed and replaced. A new sgc was then inserted without issue and the procedure was continued. Two mitraclips were then deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated. Returned device analysis confirmed the reported cable break. The reported noise could not be replicated in a testing environment, as it was likely a symptom of the cable break. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the cable break or noise. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The observed broken cable was sent to materials characterization lab (mcl) for scanning electron microscopic (sem) for analysis. Based on available information, the reported noise and observed inability to straighten appear to be cascading events of the broken cable. The reported broken cable appears was determined to be a potential product quality issue. The reported broken cable was determined to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.¿

Event description:
N/a.